Event description:
In 2001, a faxed report was rec'd from the MFR's chairman and ceo. The MFR's chairmen and ceo rec'd a letter from a pt 6 days before that states the following: a cancer pt in a user facility. This june an access device mfg by the co was surgically implanted in pt's chest. On the month of the event, a sharp metal ring on the co's access device ripped a hole in pt's skin from the inside. This open wound gave pt a life threatening infection in the middle of pt's chemotherapy treatment. Pt had to have ten days of multiple antibiotic treatment including vancomycin, ceftiaxone and cipro. The defective access device was replaced with another one from the co. After the access device was replaced, pt's chemotherapy treatment continued with 48 hours of continuous infusion of doxorubicin. After the treatment, an area near the bottom of pt's neck on the same side as implanted access device started to swell and turned tender and red. The condition in the area deteriorated over the next several weeks. Finally a dye study of the second access device was performed. The study found one of the two wells was leaking from the side of the device catheter.